Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark and would not turn on despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with troubleshooting but pump still did not respond. Technical support arranged replacement pump and instructed customer to use multiple daily injections as backup insulin therapy.